Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a large leak and manual ventilation was not available as a result during a case. The unit was swapped out with another to complete the case. There was no report of patient injury.